Manufacturer narrative:
(B) (4).

Event description:
The pt had the pump removed because, the pump moved down into the pt's pelvis area. The device system was used to deliver baclofen. The pt's step mom reported that following the explant, the pt had light sensitivity issues that started in the afternoon of (B) (6) 2010; every day it had gotten worse. The pt was also tied and wouldn't feed himself. Additional information has been requested, a follow-up report will be sent if additional information becomes available.